Event description:
The patient contacted animas on (B)(6) 2013 reporting that the reminder after bolus sometimes would not go off at all. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.